Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a software bug caused the observed issue. The internal complaint reference is the following:(B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. A communication failure occurred after the fourth trajectory. The arm had been moved above the patient's head and the next trajectory was selected. The surgeon then pressed down on the pedal and instantly released it. The arm jerked in the air from the half second of motion and a failure to communicate error message occurred. Software shutted down and could be restarted right away. No collision occurred to cause the shutdown. A surgery delay has been reported < 30 minutes.